Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. A cluster assessment found 2 similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. A companion sample was returned for evaluation. The evaluation did not show a similar or related defect. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that the tampons came apart upon removal and pieces remained inside of her. She experienced this with six tampons. She manually removed the remaining pieces. During a wellness check the consumer stated that she had begun to experience excessive discharge and lower abdominal pain. Medical attention was received. The consumer stated that no pieces were found during her medical examination. No additional information is available at this time.